Event description:
It was reported via user facility medwatch report that allegedly the brakes were not holding properly. No injuries were reported.

Manufacturer narrative:
It is unk as to whether or not the product will be available for evaluation. If evaluation is possible, a follow-up report will be filed.